Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery depletes faster than expected. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support and continues using the pump for insulin therapy.